Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) level ranging between 239-317 mg/dl. Troubleshooting was performed and an overfill cartridge alarm occurred. A new cartridge was loaded and a minimum fill notification occurred indicating an air leak in the pump. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the alleged occlusion and alarm 09 issue was verified in the pump logs; however, no failure was identified. The cartridge was not returned for the occlusion investigation. No failure was found in regards to the load fill estimate issue.